Event description:
It was reported that when the staffed opened the cap on the product, it was discovered that the packaging had a pre-existing hole in the seal. There was no patient involvement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # l92t1x. The analysis results found that the iris seal of the hap02 device was torn; the packaging was not returned. The iris seal exhibited three tears. The initiation site for each tear was adjacent to the inner upper seal ring and propagated 2 inches towards the lower ring. No functional testing could be performed due to the condition of the returned device. No conclusion could be reached as to what may have caused the reported incident. Our manufacturing batch history review identified that an issue related with holes or tears was detected during the manufacturing of one of these lots. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution.